Manufacturer narrative:
An event of infection, acute lucnar infarct, nodular thickening on the right coronary cusp, leaflet prolapse, and endocarditis was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported on (B)(6) 2017, a 23mm trifecta¿ gt valve was implanted. On (B)(6) 2019, the patient presented to follow-up appointment and reported heart palpitation. The physician noted that the patient is a higher risk for developing atrial fibrillation (af). The patient was monitored for 30 days and af was noted and was prescribed apixaban. On (B)(6) 2020, the patient presented to a follow-up appointment and it was noted that they were doing well and af was controlled with medication. On (B)(6) 2021, the patient was experiencing a headache and later numbness and involuntary upper extremity movement and dysarthria and went to the emergency room (ER). The symptoms resolved however a CT scan was performed but no abnormalities were noted. The patient was admitted to the hospital on (B)(6) 2020, for tia/stroke work-up and a carotid ultrasounds was performed and showed stenosis bilaterally. On (B)(6) 2020, 3 punctate ischemic strokes were noted. On (B)(6) 2020, the patient was approved for discharge. On (B)(6) 2020, the patient was discharged for outpatient physical therapy. The af and ischemic strokes were not related to the trifecta gt valve. On (B)(6) 2021, the patient presented to the hospital after an un-witnessed fall and was diagnosed with metabolic encephalophagy with altered mental status. On (B)(6) 2021, blood cultures were performed and the patient tested positive for group b strep and gbs bacteremia. The patient was reported to be running a fever and infectious disease consult was requested. On (B)(6) 2021, the patient was not moving extremities much and was experiencing right-sided weakness and on (B)(6) 2021, a MRI was performed and showed acute lucnar infarct however, no hemorrhage was noted. On (B)(6) 2021, the patient's extremity movement improved and continued to work with physical therapist. On (B)(6) 2021, the patient was discharged and started on oral medications. On (B)(6) 2021, the patient presented from rehab facility due to generalized weakness since her recent hospitalization for group b strep bacterium. Blood cultures were performed on 25 and 27 august at the rehab facility and showed enterococcus faecalis. The patient has current chronic foley catheter. On (B)(6) urinalysis was performed and showed klebsiella variicola. On (B)(6) 2021, a transthoracic echocardiography (tte) was performed and a nodular thickening was noted on the right coronary cusp (rcc) on the aortic valve. This was not seen in previous echos. The patient was started on gentamycin empirically. On (B)(6) 2021, a transesophageal echocardiogram (tee) was performed and revealed a "bright mobile density" on the non-coronary cusp (ncc) on the prosthetic aortic valve and was prolapsing into the left ventricular outflow tract (lvot). Endocarditis of the aortic valve was confirmed. The patient is currently being treated with IV antibiotics. The patient status is unknown however, remains in the hospital. Additional was requested but cannot be obtained. ((B)(4)).